Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The patient's pacemaker exhibited overestimation of battery longevity data. The device remains implanted and no changes or intervention were performed. The patient condition was stable and no adverse health consequences were reported.